Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed the report of low flows, however, a root cause could not be conclusively determined through this evaluation. Furthermore, the report of outer jacket damage to the patient's driveline was confirmed through a submitted photo of the damage. Log file data showed multiple low flow hazard alarms were captured on (B)(6) 2019 between 12:09pm - 4:54pm due to the estimated flow falling below the low flow threshold of 2.5lpm. Despite the low flows, the system operated as intended at or above the low speed limit for the duration of the log file. The account reported the patient was medically stable and was encouraged to hydrate. No symptoms were reported. The hmii lvas IFU explains all system alarms and how to troubleshoot them should they occur. This document also explains that pump flow is estimated from the pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. Despite multiple requests, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 years, 4 months, 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient's percutaneous lead was damaged and in need for cosmetic repair. Patient was seen in clinic on (B)(6) 2019 for a routine follow up. The patient was noted to have had low flow alarms on (B)(6) 2019 despite the patient not recalling having heard the alarms. The patient was medically stable. The log file captured 137 low flow events on (B)(6) 2019. There appeared to not be any type of mcs equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. The two most common causes of this trend appeared to be hypovolemia and hypertension.